Manufacturer narrative:
Root cause for the charge depleted internal batteries was an electrical short at the power switch flex cable caused by tin whiskers. A replacement device was provided to the customer.

Event description:
Customer called to report device serial number listed on field action. A replacement device was provided to the customer. When the device was evaluated by physio-control, the failure analysis center observed that the device's internal batteries were charge depleted and the device would not power on.